Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Occupation: rt/lab manager. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the involved glidesheath slender kit access wire broke off within the patient's radial artery during a percutaneous coronary intervention (pci). The physician was able to make a small nick in the skin, visualize, and retrieve the broken piece of wire from the patient. The case was stopped at that point and the access point was closed. There was no harm to the patient. The estimated blood loss was less than 250cc's. The physician was forced to make a cut in the radial artery/forearm to the retrieve wire and the access point was closed after. It was confirmed that there was no direct allegation that the involved glidesheath slender device caused or contributed to the patient's need for medical intervention.

Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide the completed investigation results. The actual device has not been returned for evaluation. When product is returned the complaint will be reopened. The complaint cannot be confirmed for guidewire separation because the sample was not returned for assessment. The exact root cause could not be determined. Historically, guidewire separations are caused by relative backwards motion of the guidewire against the needle. Review of device